Event description:
It was reported that the patient experienced syncope and the right ventricular (rv) lead exhibited dislodgement, along with elevated threshold measurements. It was noted there were also episodes of non-sustained ventricular tachycardia (nsvt) observed. The rv lead was repositioned and remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).